Event description:
Customer medwatch reported an air in line event causing nurse to restart pump twice. Nurse also took tubing out of the pump, then replaced tubing and the medication noted to be free dripping in the pump without any alarm. Nurse clamped the tubing and still no alarm. Tubing taken out of the pump and medication continued to drip. Pump and tubing changed. This report is for the administration set tubing. Although requested, no add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). The customer's report of air in line error and free flow event could not be definitively confirmed. An examination of the returned administration set did note the presence of a pin hole just below the pumping segment. Crush marks on the upper fitment, were also noted on the set. A start label on the set of 12/31 suggests the set was used for two days prior to the incident date of 01/02. Testing on the returned set resulted in a fluid leakage through the pin hole as well as occasional air ingress into the tubing through the pin hole. The root cause of the pin hole was not identified. The root cause of the free flow event was not definitively determined, it is possible that the pin hole noted in the pumping segment of the incident administration set led to the reported air in line events and the perception of the free flow condition.